Event description:
The patient reportedly is experiencing sound quality issues and has multiple open electrodes. Programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.